Manufacturer narrative:
User did not provide necessary information to conduct investigation on the reported incident. As a result, the reported incident could not be confirmed.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019 senseonics was made aware of an adverse event where the user experienced a hypoglycemia event and reported the continuous glucose monitoring system had an inaccurate reading and as a result did not alert him. The user did not require medical attention.